Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). . The fse emailed the customer to address the reported event. The customer sent a video of the sample arm while moving. From the video, the fse recommended to change the sampler arm z-axis screw and nut with its two bushings as these parts were most likely worn out. After replacing these parts, the instrument was operating properly. No additional activities were required from field service. The most probable cause of the reported event was due to a worn z-axis screw and nut.

Event description:
On (B)(6) 2017, a customer reported to the distributor obtaining mf (mechanical failure) flags while sampling with their aia-360 analyzer. The customer was potentially unable to run patient samples for critical assays (for example hba1c or troponin). No detailed information was provided. A field service engineer (fse) from the distributor was dispatched to address the reported event, which resulted in the potential delayed reporting of patient results for critical assays. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.